Manufacturer narrative:
The pump was received with a full segment frozen display due to a faulty component on the mother board. Unable to verify unresponsive buttons due to the frozen display. No high pitched tone was noted. The pump was received with minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that customer experienced keypad anomaly. Customer reported that insulin pump was making a loud pitch noise which customer was not able to clear due to buttons not responding. Customer changed battery and loud sound stopped but buttons were still not responding. Customer's blood glucose was 10.0 mmol/l. Insulin pump will be replaced.